Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that a no delivery alarm was received on the insulin pump. The patient's blood glucose was 493 mg/dl and he was treated with manual injection. The alarm was reportedly resolved by a complete set change, possibly indicating a connection issue or occlusion involving the insertion site, set, and/or reservoir. The no delivery alarm did not occur during a manual prime. It was not possible to troubleshoot at the time. Nothing further was reported.